Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. No damages were observed during visual inspection. The device was installed onto a level 1 fluid warmer, and no leaks were identified, however, when the infusate line was primed, a leak was observed at the infusate tubing outlet at the bottom of the heat exchanger. A closer inspection under magnification observed a channel that was at the tubing junction. A solvent ring was also observed at the leak site which was indicative of an inconsistent solvent application. A dimensional analysis was conducted on the tubing and shunt of the heat exchanger. The tubing measurements were found to be within specifications. The customer complaint of leakage was confirmed, and the probable cause was due to inconsistent solvent application at the infusate tubing bond. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
The customer returned the device for "leakage of water from the circuit," during device analysis, it was found that the device was leaking from the infusate tubing outlet at the bottom of the heat exchanger. There was no patient involvement.